Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) preliminary analysis found intermittent telemetry operation and no output. Further analysis confirmed loss of telemetry and output, which was deemed to be due to a loss of signal output from the a crystal oscillator. During the analysis, the crystal resumed operation and did not malfunction again. The crystal passed the incoming inspection component level test and a series of particle impact noise detection tests. The analysis was terminated at this point with no cause of failure determined for the loss of crystal oscillation.

Event description:
It was reported that the device had no telemetry before implant. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.